Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy; due to sui, persisted rectocele and posterior vaginal wall repair. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and restorelle y mesh and sling advantage fit were implanted concurrently with robotic abdominal/pelvic procedure, supracervical hysterectomy, bso, sacrocolpopexy, cystoscopy; due to stage 3 pop.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and boston scientific advantage fit system were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent a periurethral coaptite injection on (B)(6) 2008 due to intrinsic sphincter deficiency and recurrent sui. It was reported that patient underwent cystoscopy and coaptite injection on (B)(6) 2009 due to sui. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: 05/27/2016. (B)(4). It was reported that following insertion the patient experienced urinary retention, recurrent incontinence, urinary tract infection, and urgency. It was reported that the patient underwent sling revision with removal of a suburethral prolene mesh segment and cystoscopy on (B)(6) 2004 by dr. (B)(6) at (B)(6). It was reported that the patient underwent removal of old mid urethral sling mesh (tvt) on (B)(6) 2005 by dr. (B)(6) at (B)(6).